Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: 0011531297, ubd: (B)(6) 2024, UDI#: (B)(4) product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Other relevant devices are: evolut fx loading system, product ID: l-evolutfx-2329, lot number: unknown (implant date: n/a, explant date: n/a) conclusion: difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient had a bicuspid valve with slightly enlarged sinus of valsalva (sov) and ascending aorta. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. The dcs was "pushed a little" and then advanced again, however was not able to pass. The device instructions for use (IFU) instructs "do not force passage.¿ vascular access related complications, such as dissection, are a known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, the dissection may be related to the advancement difficulties. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medical safety reviewed the product event and based on the information provided, it is likely that the dissection was related to the advancement difficulties of the delivery catheter system. The ¿cerebral infarct¿ like symptoms were reported to have occurred due to embolic material. This too could have been related to the advancement difficulties passing through the annulus. All adverse events and severities noted in this event are documented in the risk management files and within the IFU. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, partial dissection of the valsalva sinus was observed during contrast study. However, it was determined that there was no enlargement, so the procedure was completed with a policy of cons ervative management. Afterwards, evaluation of dissection using computed tomography scan did not reveal any progress or enlargement of the valsalva sinus. One-day post-implant, heavy sensation in the right lower limb was observed. It was noted that the patient had difficulty moving and felt wobbling, so a head magnetic resonance imaging was performed. Findings of cerebral infarction (ci) were observed over time. The patient¿s symptoms had been improving with administration of a neuroprotective agent with antioxidant properties in order to continue the current antiplatelet therapy and prevent the spread of the ci. Subsequently, rehabilitation was continued, and the symptoms improved. Fourteen days later, the patient was reported to be recovering and was discharged from the hospital. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was not able to advance through the native aortic valve. The patient had a bicuspid valve with slightly enlarged sinus of valsalva (sov) and ascending aorta. The dcs was "pushed a little" and then advanced again, however was not able to pass. The aortic valve was passed using a snare, and then the dcs was able to be successfully advanced and implanted. A "sinus of valsalva (sov) - like" dissection was noted during the final contrast study. A computed tomography (CT) study was planned to further confirm. No treatment was reported as the patient will be monitored for the dissection. Following the valve implant, the patient had symptoms of a cerebral infarction but was reported to have improved. No additional adverse patient effects were reported.